Manufacturer narrative:
Investigation summary: customer returned (7) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 2052357. Customer states that a crack on the barrel was found. All of the returned syringes were examined and no cracks were observed on any of the syringes. A review of the device history record was completed for batch# 2052357. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 5 of the bd ultra-fine¿ insulin syringe were cracked on barrel. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged barrel. According to the customer's report, a crack on the barrel was found.

Event description:
It was reported that 5 of the bd ultra-fine¿ insulin syringe were cracked on barrel. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a damaged barrel. According to the customer's report, a crack on the barrel was found.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.